Manufacturer narrative:
Correction: (age at time of event, date of birth), (brand name), (product code), (MFR name), (model #), (implanted date), (reporter email), (PMA / 510(k) number), (device mfg date). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a beeping sound but was unsure where it was coming from. The patient then realized that they had been wearing a tag with a magnetic attachment on the back. The device remains in use. No patient complications have been reported as a result of this event.